Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that after injection with 1 syringe of juvederm ultra xc (lot number: h24la30290) in the "temple area", the pt experienced an "infection" "a week" later "all over the face". Augmentin was provided as treatment. Pt was also concomitantly injected into the "temple area" with 2 syringes of juvederm ultra xc (lot number hh24la30311) and into the "cheek and jawline" with 7 syringes of juvederm ultra plus xc (lot number: h30la30295). Pt was concomitantly injected with restylane as well. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00139 (allergan complaint # (B)(4)) and MDR ID # 300511365-2014-00142 (allergan complaint # (B)(4)). This is the second MDR submitted for the second suspect product. Juvederm ultra xc (lot number: h24la30290).